Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with reflin (inj) injection 1 gram per day (route not reported), tobramycin inj 40 mg per day (route not reported) and heparin inj 25000 iu-international units x 5 ml, 3 times a day (route not reported). The outcome of the peritonitis was not reported. At the time of this report, the patient was still undergoing treatment for the peritonitis and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.